Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed downstream occlusion test' which were verified through a review of the event history log by the presence of multiple 'downstream occlusion'. Evaluation ran an infusion test, and observed downstream occlusion detection functioning normally. The cause was determined to be an out of specification force sensor calibration reading. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.